Event description:
During installation of the device, the service representative reported the volume tracking on the cardioplegia monitor was not functioning as expected. The representative replaced the power interface circuit board which resolved the issue. The circuit board is being returned for investigation. Since the event occurred during installation of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval anticipated but not yet begun.